Event description:
Initial (07-sep-2024): this reportable incident was received via amazon review reference to compound w freeze off dual power kit. On an unreported date, the consumer used compound w freeze off dual power kit and as they were trying to activate it "it exploded everywhere". This was the first use of the product and the indication for use was not reported. Meddra version 27.0. Expectedness: device expulsion: unexpected. According to the company reference safety information